Event description:
One screw used to secure bone flap at end of craniotomy broke off and remained in place. Screw fragment retained in pt due to safety concerns with effort for removal. Of note, 11 add'l screws from the same MFR were used without incident. FDA safety report ID# (B)(4).